Event description:
The prescriber, (B)(6), took the walker out of the car and the right rear wheel fell off. The walker was reportedly brand new. No injury was reported.

Manufacturer narrative:
The circlip that prevents the wheel from coming off was intact, but had come off the right wheel. The circlip of the left wheel is intact too, but it did not fit within the groove around the axle. According to etac's customer, the walker was brand new and no wheels had been changed. However, upon examination, the walker had worn paint and tires, and the axles were lubricated with a grease that etac does not use. (B)(4).